Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2005 whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014 an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: abdominal pain, mesh removal, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated patient codes previous patient code (1994) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. The following information was determined from the medical records. Medical records: the known medical records span (B)(6) 2004 through (B)(6) 2014, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Medical records from (B)(6) 2005 through (B)(6) 2014 were not provided. Patient information: medical history: none provided. Prior surgical procedures: unknown dates: right inguinal hernia repair x 2. 2003: umbilical hernia repair. (B)(6) 2004: recurrent umbilical hernia repair with marlex mesh overlay. Implant preoperative complaints: no information provided. Implant procedure: laparoscopic repair of a recurrent incisional hernia with mesh. Product identification records for the alleged gore device were not provided. Implant date: (B)(6) 2005 [hospitalization dates unknown] description of hernia being treated: ¿the hernia was immediately visualized central in the abdomen with a good deal of omentum in the hernia sac. The omentum was pulled back and the adhesions into the hernia sac were divided using electrocautery. The hernia defect was actually fenestrated.¿ implant size and fixation: ¿I brought a 10 by 15 cm piece of gore dualmesh onto the field and labeled this right, left up and down and attached suture at the 6, 9 and 12 o'clock position. This was then passed into the abdomen and unfurled. I then used a suture passer to grasp the suture material from the 6, 9 and 12 o'clock position to hold the mesh in place. Screw tacker was then used to completely affix the mesh circumferentially, thus completing the procedure. This gave excellent coverage of the hernia defect. Photographic evidence was taken.¿ aforementioned ¿photographic evidence¿ was not provided. No post-operative records were provided. Relevant medical information: (B)(6) 2014: resection of umbilicus. Resection (explant) of exposed mesh. Repair of incisional hernia with mesh. ¿I opened his old curvilinear incision above the umbilicus and dissected down to the level of the mesh. The mesh was fused to the umbilical skin . I dissected right on the mons in the mesh, but when this was done, the umbilical skin was essentially gone. This needed to be completely resected. I removed the umbilicus in a curvilinear fashion. I then dissected the previously placed umbilical mesh completely free from the surrounding fascia. He had a laparoscopic procedure covering this area with mesh, so there was actually a second layer of mesh below this, and no hernia resulted. I then mobilized the upper and lower flap so that I could close the skin transversely and, when this was done, I identified an area of omental tissue.¿ ¿this was traced laterally until I found an opening in the fascia. The opening was at the edge of the previously placed laparoscopic mesh. The omentum was resected. I then used my index finger to sweep the adhesions off of the posterior fascia. The fascia defect itself was quite small at about 1 cm. I used a 4.3 cm ventralex mesh and secured this with vertical mattress stitches at the 12, 3, 6, and 9 o'clock positions with 2-0 ethibond. The stitches were tied. This gave an excellent technical result and covered the hernia defect. The native tissue was then reapproximated with interrupted #0 nurolon, and the skin with interrupted 2-0 vicryl. The skin was reapproximated with running 4-0 subcuticular vicryl.¿ the records indicate a non-gore device was implanted during the procedure. There was no mention of gore device removal. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history h6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusions code remains unchanged h10/11: added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2004, including records for the prior ¿[right inguinal] hernia repair x2¿ and the prior umbilical hernia repair ¿one year ago¿ noted in the 12/16/2004 records, were not provided. Operative records dated 12/16/2004 state the patient underwent ¿recurrent umbilical hernia repair with marlex mesh overlay.¿ ¿this is a 51-year-old male who one year ago male who one year ago had an umbilical hernia repair. Postoperatively he fell and felt something pop and developed a recurrent hernia. He was sent back to me for evaluation. He had a physical exam and clinical history suggestive of recurrent umbilical hernia.¿ an initial patient assessment form for the procedure states: ¿previous surgery/hospitalization: [right inguinal] hernia repair x2.¿ the 12/16/2004 operative report states: ¿a curvilinear incision above the umbilicus was made. Subcutaneous tissues were incised down to the fascia. There was a hernia at the right lateral portion of the previous repair. The fascia was opened around that are to ensure that there were no other hernias present. The fascia was then reapproximated using interrupted 0 polysorb sutures. A piece of woven monofilament marlex mesh was then obtained. It was placed as an overlay to the hernia repair and sutured in six areas as well as in the middle of the mesh to secure it down to the fascia. This went without difficulty. The incision was then irrigated copiously with ancef containing solution. Hemostasis was achieved and then assured. The scarpa's fascia was closed using an interrupted 3-0 polysorb suture. The skin was closed with staples.¿ operative records dated 11/21/2005 state the patient underwent laparoscopic repair of a recurrent incisional hernia with mesh. The report states: ¿using a visi-port I was able to visualize all layers of the abdominal wall in the left upper quadrant and place a #10 trocar without difficulty. There was no damage to the bowel or any underlying structure. The hernia was immediately visualized central in the abdomen with a good deal of omentum in the hernia sac. The omentum was pulled back and the adhesions into the hernia sac were divided using electrocautery.¿ the 11/21/2005 records state: ¿the hernia defect was actually fenestrated. I brought a 10 by 15 cm piece of gore dualmesh onto the field and labeled this right, left up and down and attached suture at the 6, 9 and 12 o'clock position. This was then passed into the abdomen and unfurled. I then used a suture passer to grasp the suture material from the 6, 9 and 12 o'clock position to hold the mesh in place. Screw tacker was then used to completely affix the mesh circumferentially, thus completing the procedure. This gave excellent coverage of the hernia defect. Photographic evidence was taken. All trocars were removed. The skin was closed with vicryl.¿ product identification records for the alleged gore device were not provided. Records between 2005 and 2014 were not provided. Operative records dated 3/20/2014 state the patient underwent: ¿1. Resection of umbilicus. 2. Resection (explant) of exposed mesh. 3. Repair of incisional hernia with mesh.¿ postoperative diagnosis states: ¿exposed umbilical mesh and newly diagnosed incisional hernia.¿ the 3/20/2014 operative report states: ¿I opened his old curvilinear incision above the umbilicus and dissected down to the level of the mesh. The mesh was fused to the umbilical skin. I dissected right on the mons in the mesh, but when this was done, the umbilical skin was essentially gone. This needed to be completely resected. I removed the umbilicus in a curvilinear fashion. I then dissected the previously placed umbilical mesh completely free from the surrounding fascia. He had a laparoscopic procedure covering this area with mesh, so there was actually a second layer of mesh below this, and no hernia resulted. I then mobilized the upper and lower flap so that I could close the skin transversely and, when this was done, I identified an area of omental tissue.¿ there are no records further describing the ¿exposed mesh¿ as noted in the 3/20/2014 records. Location of the exposed mesh described suggests it was placed during a prior open hernia repair procedure (either 12/16/2004, or the procedure ¿one year prior¿). The 3/20/2014 operative records continue: ¿this was traced laterally until I found an opening in the fascia. The opening was at the edge of the previously placed laparoscopic mesh. The omentum was resected. I then used my index finger to sweep the adhesions off of the posterior fascia. The fascia defect itself was quite small at about 1 cm. I used a 4.3 cm ventralex mesh and secured this with vertical mattress stitches at the 12, 3, 6, and 9 o'clock positions with 2-0 ethibond. The stitches were tied. This gave an excellent technical result and covered the hernia defect. The native tissue was then reapproximated with interrupted #0 nurolon, and the skin with interrupted 2-0 vicryl. The skin was reapproximated with running 4-0 subcuticular vicryl.¿ the records indicate a ventralex mesh (non-gore device) was used during the procedure. There was no mention of infection and no mention of device removal. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.